Event description:
The customer claimed that, during a case, the nibp was reading 115/40; which was deemed low by the medical staff. The patient was reportedly medicated based on the nibp values. The MRI scan was stopped when the staff doubted the nibp readings. No inop messages were reportedly observed. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.